Event description:
An explanted polyethylene ps tibial insert was returned from a revision surgery. The component was explanted due to a lack of joint stability in the pt. At the discretion of the surgeon, the tibial insert was explanted and replaced with a thicker 9 mm insert, which corrected the joint instability.